Event description:
A nurse reported that during vitrectomy surgery, a system message displayed. When the staff attempted to restart the system, the cannula was still attached to the pt's eye and balanced salt solution flushed into the eye instead of air. The surgery was prolonged by 20 minutes. The case was completed and there has been no pt harm reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).